Event description:
It was reported that during implant that an issue revealed connection issue with the left ventricular port on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported field event of set screw too loose was confirmed. Analysis of the device revealed the left ventricular (lv) set screw was detached from its setscrew bore. Lv setscrew was likely over loosened during procedure. Electrical, longevity, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.